Event description:
A wallstent biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unk) in 2007. According to the complainant, "the stent was deployed without issue. The problem was evident when the nurse tried to remove the delivery system, once the stent was deployed. The system was quite stiff when he tried to remove it, the nurse jiggled the metal shaft to help release the delivery system, there was a break within the inner catheter . . . Part of the inner plastic catheter, including the olive tip, was left inside the patient's cbd and duodenum. The physician was unable to remove this part of the catheter and they felt that if they applied too much pressure, they would remove the deployed stent and cause damage to the patients [cbd] and intra hepatic duct. " x-ray images revealed that the "tip was visible at the distal end of the stent. The patient was sent back to the ward, where their lfts were monitored for a few days. There was no increase or change in their lfts . . ." The patient was "stable" following the procedure.

Manufacturer narrative:
The lot number is unk; therefore, the manufacturer date cannot be determined. The device remains implanted in the patient. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. The october 2007 15-month bare biliary product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.